Event description:
Info received indicates the foot end brake/steer caster continues to swivel in brake.

Manufacturer narrative:
The technician found the teeth worn on the caster. The technician replaced the caster and adjusted the brake to repair the stretcher.